Event description:
The provider states the weld on the front rigging is broken. He states the release lever broke at the weld. No injuries noted. He states the front rigging didn't go with a specific chair.